Manufacturer narrative:
Device passed self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind loud or noise anomaly noted during testing. Also, device back light and audio or beep or vibrate functions properly and no anomaly noted. Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarm of the insulin pump had lost some loudness. The customer¿s blood glucose level was unknown. Customer also reported that the screen was cracked and the insulin pump had random no delivery alarms. Customer declined troubleshooting. The device will not be returned for analysis.